Event description:
It was reported that the procedure was to treat a de novo lesion in the diagonal artery without tortuosity or calcification. During the first inflation of the 2.25 x 20 rx trek to 6 atmospheres, the balloon ruptured. The procedure was completed using a non-abbott balloon. There was no significant delay in procedure and no adverse patient effects. It was further reported that the device was not prepped prior to use per the instructions for use. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the trek balloon catheter found blood visible on the loosely folded balloon and thick dried contrast on the shaft and in the balloon and inflation lumen, consistent with preparation and the catheter advanced into the patient anatomy. A new indeflator filled with water was used in an attempt to pressurize the balloon, but the balloon could not be pressurized due to the thick crystallized contrast in the inflation lumen and balloon. The balloon catheter was left pressurized in an attempt to dissolve the contrast. After being left pressurized for a few hours the contrast dissolved to reveal there was a pinhole in the balloon over the distal balloon marker, confirming the reported rupture. There was a scratch extending distally from the pinhole. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is possible that the balloon material was damaged (scratched) during interactions with accessory devices, or the lesion/anatomy such that the balloon ruptured upon the first inflation at 6 atmospheres, which is below the rated burst pressure (rbp). To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rbp. It was reported the balloon was not soaked prior to use. It should be noted the trek rx coronary dilatation catheter instructions for use states to submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. It does not appear that the failure to soak the balloon prior to use contributed to the reported rupture. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there is no indication of a lot specific product quality deficiency. A conclusive cause for the reported complaint could not be determined.